Event description:
I wear a dexcom g6 continuous glucose monitor. I've worn a dexcom for 3.5 years, 1.5 of those the g6 model. Around 50 days ago, I developed a bad rash at the site. It has happened subsequently with each new sensor, as well. I had never had a reaction with any dexcom before. FDA safety report ID# (B)(4).